Manufacturer narrative:
Product analysis: analysis of the programmer could not confirm the programmer would not boot up, it was noted that the link electronic module (lem) failed at final test. It was determined during analysis that the screen was unresponsive to the stylus. Analysis also noted that the system fan was noisy, the socket inserted into the radiofrequency head was open and the upper hinges were broken. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer would not boot up. The programmer was returned for service and subsequently tested out-of-specification during manufacturers analysis. There was no patient involvement.